Event description:
It was reported that there was a "leak in the extension tube."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all devices specifications and quality requirements were satisfied. The device has been forwarded to the manufacturer. When the investigation is complete a final report will be filed.